Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician noted the pacing lead was uneven while trying to manipulate it. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. A fresh 14-52 gray stylet was inserted in the lead without resistance and with no curvature of the lead. The stylet is kink/buckled at 6.5 cm and resulted in the lead being uneven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the physician felt curvature in the body of the lead while inserting a straight wire.